Event description:
Patient reported, left side rupture. Healthcare professional, later reported, no complaint against the device. Device has been explanted and replaced with non-allergan brand.

Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported no complaint against the device. Device has been explanted and replaced with non-allergan brand

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22apr2024.